Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy at an unknown date and the ipg was deemed inoperable. As such surgical intervention took place wherein the ipg was explanted and replaced with a new ipg. Reportedly effective therapy was restored.